Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went blank. The customer reported that they received replace battery now alarm prior to blank display. The customer's blood glucose was 100 mg/dl at the time of incident. The alarm history did not have low battery alert prior to replace battery now alarm. The insulin pump was not blank at the time of call. The customer does not recall any significant events leading to the anomaly. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now or low battery alarms noted during testing or found at the downloaded pump history. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Device was monitored for 24 hours and no blank display anomalies noted. Power connector plugged in and locked in place properly. Device received with minor scratched display window and case.